Event description:
Reported issue: when customer attempted to remove the cannula the clinician attached syringe to hub, turned it clockwise no movement, turned clockwise again-came out slightly. Disconnected syringe from yellow hub, hub came off of cannula. Required orthopedic consult for removal. Access removed on (B)(6) 2020, needle intact. No apparent injury noted to patient. Additional information: the patient was not taken to the operating room. Since there was no hub the physician applied a hemostat to hold needle, twisted the needle in a semicircular motion and yanked to remove.

Manufacturer narrative:
(B)(4). A device history record review could not be performed since a lot number was not reported and there is no sales history available for this customer. The customer returned one ez-io needle cannula from 9079p-vc-005, ez-io 45mm needle set + stabilizer kit. Visual examination revealed the hub was separated from the cannula and there was evidence of adhesive residue on the cannula. The hub was not returned. The needle was also bent. The sample was sent to the supplier site for further investigation. There were no voids in the adhesive that could have contributed or caused the reported complaint issue. Per the supplier, it is clear that the glue is fully cured as it remains intact with no cracking in the glue. Additionally, the glue has a perfect dome with no exposed metal or voids, which is above the minimum requirement of "flat adhesive." Additionally , without magnification, it can be seen that the cannula needle from 9079p-vc-005 is dramatically bent. The sample was sent to the manufacturing site for dimensional inspection. The outer diameter of the cannula was measured to be 0.0715 inches which is within the specification requirements of 0.071 inches - 0.073 inches. The IFU states "do not rock or bend the catheter. Improper technique may cause catheter to break." The certificate of conformance could not be performed since a lot number was not reported. Corrective action is not required at this time as it appears that unintentional user error caused or contributed to this event. The reported complaint of "ez-io needle cannula detached from hub" was confirmed based on the returned sample. The sample was sent to the supplier for further investigation. Based on the needle being bent and no issues with the glue, the root cause of this issue is determined to be unintentional user error, where the end user used improper technique during the removal process. The IFU states "do not rock or bend the catheter. Improper technique may cause catheter to break." Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: when customer attempted to remove the cannula the clinician attached syringe to hub, turned it clockwise no movement, turned clockwise again-came out slightly. Disconnected syringe from yellow hub, hub came off of cannula. Required orthopedic consult for removal. Access removed on (B)(6) 2020, needle intact. No apparent injury noted to patient. Additional information: the patient was not taken to the operating room. Since there was no hub the physician applied a hemostat to hold needle, twisted the needle in a semicircular motion and yanked to remove.